Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with new software detected and flash memory failure. The patient's blood glucose at the time of incident is unknown. The customer stated that the new software detected alarm kept resetting his pump, and flash memory failure would occur after each reset. The flash memory failure also continued all day long. Troubleshooting occurred for the new software detected alarm was initiated. The new software detected alarm was cleared but recurred immediately. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint at the interface circuit board. The insulin pump powered on and then had a constant alarm due to an issue with the mother board. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, missing end cap sticker and a stained address and serial number label.